Manufacturer narrative:
The implant remains in the patient. There are no plans for revision surgery. A radiograph was provided which confirmed the event. Neither the identifying part nor lot number were provided; therefore, a review of the device history record could not be conducted. If additional information is provided, supplemental report will be submitted.

Event description:
On (B)(6) 2022, a patient underwent a 3-level anterior cervical discectomy and fusion procedure on (B)(6) 2022. Around 3 weeks postoperatively, a radiograph image revealed one of the inferior screws had started to backout. The surgeon plans to monitor the patient.